Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check failure -1003" error message. Complainant indicated that the clinician manually ventilated the patient to conue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was observed in the device logs, however could not be duplicated during evaluation. Post evaluation. As per the operator's manual, the unit is not intended for hyperbaric operations. Use in a hyperbaric chamber can result in harm to the patient and/or damage to the device. It was determined that the device passed all testing to specifications. Analysis of reports of this type has not identified an increase in trend.